Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion instrumentation l4-s1 decompression l4-5 with l5-s1 gill laminectomy. During surgery, approximately 7mm tip of the product broke off in the bone. This was later confirmed per c-arm image. No further information has been provided.